Manufacturer narrative:
D9 and h3: the replaced portion of the percutaneous lead was returned for evaluation. Manufacturer's investigation conclusion: cosmetic damage to the silastic sleeve was confirmed via the returned portion of external driveline. A distal end driveline repair was performed by an abbott technical services representative on (B)(6) 2023. Approximately 12.0¿ of the external portion/distal end of the driveline was returned for evaluation. Visual inspection of the driveline in its returned state revealed a clamshell repair installed on (B)(6) 2022, as reported under MFR #: 2916596-2022-15093. Rescue taping had been applied to the silicone sleeve in-between approximately 1.25-4.25¿ from the metal connector. Removal of the rescue tape revealed cosmetic damage to the silicone sleeve, in-between approximately 2.5-3.0¿ from the metal connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains ongoing on (B)(6) and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. H) discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. The heartmate ii left ventricular assist system patient handbook (rev. G) contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's external driveline was in terrible condition and a cosmetic driveline repair was needed. There were no alarms and the condition of the driveline was due to wear and tear. On (B)(6) 2023 most of the external driveline was replaced with no issues, and it was noted that there was enough driveline left for another repair, if ever needed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.